Event description:
Patient reportedly had portacath placed at another hospital in 2004. Patient had portacath accessed by rn with power port needle on admission to this hospital (B)(6) 2010; patient was admitted to orthopedic unit; no available information about patient's existing portacath available. Patient was in radiology for CT scan to rule out pulmonary embolism (B)(6) 2010. CT tech called unit and spoke to another rn about IV access for study and was told patient had power port. Contrast for CT study injected through port and study completed. After test there was no blood return from the port; interventional radiology check of port revealed extravasation several centimeters away from the reservoir attachment. Removal of the existing port was performed; port was noted not to be a power port. A new 6.6 fr power port was inserted under fluoroscopic guidance. The patient tolerated the procedure well and was transferred back to the orthopedic unit; patient was discharged (B)(6) 2010.